Event description:
4x4 dressing sponges are packaged in paper with 6 ply dressings 2/pack. The paper cannot be peeled back to open and drop sponges on a sterile field without contaminating the sponges. This involves multiple lots.======================manufacturer response for 4x4 dressing sponges - excilon, kendall excilon dressing sponges 4x4 (per site reporter).======================no response to this reporter.